Event description:
Event description guidant received information that approximately two years post implant, this implantable cardioverter defibrillator (ICD) could not be interrogated. Tones were not emitted with magnet application. At the most recent follow-up, the device had a battery status of bol. The device was explanted and replaced. The explanted device was returned for analysis.